Event description:
Patient presented to the physician with redness and purulent discharge at the chest incision site. Upon examination, an infection was noted and the physician prescribed antibiotics. Physician brought the patient into the or the following day and explanted the entire inspire system. Physician admitted the patient for observation and placed them on IV antibiotics. The patient was discharged 4 days later.